Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue got occurred during a planned/non-emergency treatment which was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to expose. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed the system log files and found multiple errors for the foot switch. The defective wired footswitch was returned for analysis, and it confirmed that the anti-slip rubbers were missing, bracket was loose, and the signal of the footswitch was failing when the cable at the rubber protection sheath was wiggled. To resolve the issue, the fse replaced wired foot switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.